Event description:
Blood leak occurred after start of hemodialysis treatment. The total blood loss volume was unk. The incident was at 6th reuse of the dialyzer. The pt was well and no medical treatment was given.